Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip and a cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt and that the device had an unresponsive keypad. The blood glucose reading was 79 mg/dl. No significant events leading to the alarm were observed. The customer stated that the issue was not resolved with a battery change. She noted that she was unable to clear the alarm with the esc and act buttons. Advised replacement of the insulin pump. Nothing further reported.